Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during installation both sdi (serial digital interface) outputs on the cv-190 processor are not functioning, unable to get an sdi signal to the monitor. There was no patient involvement on the event reported. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The subject device was not returned for evaluation. Customer did not want any repair. Customer received a replacement. Based on the results of the investigation and reported information, it was assumed that the parts on the board failed accidentally and the dx board failed. The dx board generates and outputs sdi signals, and it is inferred that there is no signal from the sdi terminal due to this failure. Olympus will continue to monitor complaints for this device.